Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a recurring loss of prime issue. The patient indicated that she had been having repeated loss of primes and no delivery on the subject pump. The patient stated that it had first occurred a while ago on an unspecified date/time. She then claimed that it had occurred again earlier that afternoon on (B)(6) 2012. At the time of contact with anm, her blood glucose (bg) level was '200 mg/dl.' Earlier that same day, she claimed that her bg level read hi.' The patient did not report any symptoms or medical treatment. During the contact with anm, the patient was able to successfully change the cartridge, tubing, and site. She was also able to successfully perform the rewind and prime steps. The patient was advised to call anm back if the loss of prime issue continued to occur. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a recurring loss of prime issue and she developed an elevated bg level suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump, cartridge, infusion set, and/or use-error contributed to the patient's injury. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unknown what actions the patient took in response to the alleged issue and before she developed the 'hi' bg level.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The lot # of the subject cartridge(s) was not provided.

Manufacturer narrative:
(B)(4):the cartridge was returned to animas. A visual inspection of the cartridge was performed with no damage or defects were noted. The cartridge passed the leak, force and fill test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.